Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with missing segments to cracked zebra connector, scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. The unit alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump had missing segments and the up arrow was not functioning. The customer stated that the self test passed. However, the alarm history revealed a motor error alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.